Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, prior to the procedure, vicodin and valium were administered to the pt. A tenaculum stabilizer was used, it is not know if a speculum was used. During hysteroscopy, fluid was noted to be leaking from the cassette. Leaking was also noted at the line leading to the drainage bag. The leaking became progressively worse as the hysteroscopy continued. Because the water was not hot at this point, there were no burns to report. As a result of the leaking, the kit was replaced and the case was completed without complication. Post procedure, the pt was complaining of cramping and stayed in the office to recover for approx 3 hours due to the pain and was administered an unidentified pain medication. Because the pain continued, the pt was admitted to the ER for additional treatment (exact type unk). The pt was eventually discharged to rest at home. The pt's condition was reported as "fine".

Manufacturer narrative:
The suspect device has not been returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant information from that review, a supplemental medwatch will be filed.